Manufacturer narrative:
Product complaint#: (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received the event dates are unknown, and the procedures were either laparoscopic or robotic procedures. The rep also found out that they sometimes utilize skin affix. The pa said there is no way to go back and see if the reactions are from skin affix or from dermabond because their preference cards are what they charge from but they don't always pull what is on the preference cards. The rep imagine some of the reactions are our from our product but the pa nor the hospital staff knows how to show which ones/how many belong to ethicon. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction name of surgery? What was the procedure date? What date /day post op was the reaction noted? Was any surgical intervention performed? When was the prineo product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Does the patient have allergies to medication, food, etc.? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Patient had reactions with a rash and itching. Patient prescribed a steroid. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4).additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent.I have emailed the pa multiple times and have not heard back.is photo available of patient reaction?description of event, symptoms, manifestation of reaction.name of surgery?what was the procedure date?what date /day post op was the reaction noted?was any surgical intervention performed?when was the prineo product removed from the patient?were any cultures taken? Results?please describe how was the adhesive was applied.how was the wound cleaned and dried prior to prineo application?what prep was used prior to, during or after adhesive use?was a dressing placed over the incision? If so, what type of cover dressing used?is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?is the patient hypersensitive to pressure sensitive adhesives?does the patient have allergies to medication, food, etc.?was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive?patient demographics: initials / ID, gender, age or date of birth; bmi.patient pre-existing medical conditions (ie. Allergies, history of reactions).has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)?was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?product code and/or lot of product used?current patient status.what is the physician¿s opinion as to the etiology of or contributing factors to this event?this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.